Manufacturer narrative:
(B)(4). A visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed; however, a leak was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. After advancement of the 5.0 x 150 mm armada 18 balloon catheter to the lesion, the balloon was inflated to nominal pressure; however, was not able to maintain pressure. A balloon rupture was suspected. There was no resistance felt during advancement of the balloon catheter to the lesion. There were no issues noted during preparation of the device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.